Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 2.9 and 3.2 inr. The corresponding lab result reported was 1.9 and 1.9 inr.